Manufacturer narrative:
Device evaluation: the pump was returned assembled with the driveline cut approximately 14 inches from the pump housing. The severed distal end portion measuring approximately 28 inches in length was returned. The sealed outflow graft, and the sealed outflow graft bend relief were not returned. Upon disassembly of the pump, visual examination of the blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations. Electrical continuity testing of the driveline found that the orange and yellow wires produced an open circuit. The remaining wires were found to be electrically intact. Visual inspection of the open wires showed the orange and yellow wires were partially fractured at the pump housing. Breaches to the insulation of the orange and red wires were also noted. The observed wire damage appeared to be the result of repetitive flexing. The remainder of the driveline was submerged in a saline solution for high potential testing and no additional areas of compromised wire insulation was found. The fractured conductors of the yellow and orange wires would have caused the reported driveline fault alarms recorded in the system controller log files. The hmii lvas IFU and patient handbook explain that all heartmate ii lvas driveline have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 7 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that a driveline fault alarm occurred on (B)(6) 2017. It was reported in the system controller log file review that the patient cable seemed to be degrading. The patient was sent home after clearing the driveline fault alarm, however, the alarm returned while the patient was at home. The patient went back to the hospital the next day and the system controller was exchanged. The driveline fault alarm occurred on the new system controller. An issue was suspected with the percutaneous lead (driveline). The patient underwent a pump exchange. No further information was provided.